Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) displayed user advisory "(ua)45" (not at "home" position after power-on/restart) error message was confirmed during the functional testing and the archive data review. The root cause of the reported ua45 error message was due to the encoder drive shaft not at "home" position, which is likely attributed to user error. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During the visual inspection, unrelated to the reported complaint, observed cracked front, bottom enclosures, battery compartment and a bent battery lock. These types of physical damages were likely due to user mishandling, such as a drop. The damaged covers, battery compartment and battery lock were replaced to address these issues. During archive data review, multiple ua 45 error messages were observed, thus confirming the reported complaint. During initial functional testing, the autopulse platform displayed ua45 error message upon powering on. The drive shaft was rotated to home position to clear the ua45 error message. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial (B)(4)) displayed a user advisory - "(ua) 45" (driveshaft not at "home" position after power-on/restart) error message upon powering on. Customer was unable to clear the error message. Same lifebands worked properly in another autopulse. No patient involvement.